Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A sales representative reported on behalf of the customer that an incident occurred with use of an a1114 mayfield infinity skull clamp on (B)(6) 2019. A (B)(6)-year-old female patient had a 7.62 centimeter (cm)/ three (3) inch superficial laceration on the right side of the head during a posterior cervical spine procedure. It was reported that the incident occurred at the end of the procedure; when the staff was placing the head part of the bed back on, therefore removing the mayfield, the clamp had slipped on one side. The laceration was treated with bacitracin ointment and the patient's condition after the procedure was good. Delay of the patient to the recovery room was reported.

Manufacturer narrative:
With respect to the returned unit, it has passed all specific functional testing requirements, except for the lock having rotational movement when unit is not under pressure, this would not have caused a slippage; when unit is properly positioned and put under pressure unit would not have slipped. Unit received with the clamp and standard rocker arm only; pm maintenance and cleaning required at this time. The device was manufactured on 2011. This device exceeded its expected life of 7 years. Most probable root causes are:incorrectly assembled device. Improper technique used during procedure. Inadequately maintained device used for procedure. Device used with incorrect/unauthorized devices accessories for procedure. Improper maintenance. Device identifier # (B)(4).

Event description:
N/a.